Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited a load cassette error, after a rubber gasket was lost from the top of the cap of the syringe. No adverse effects were reported.